Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 39 mg/dl. Customer current blood glucose level was 110mg/dl. Customer was treated with juice. Troubleshooting was performed. Based on customer report customer does not allege pump was over delivering. The product will be not returned for the analysis.